Event description:
The customer reported unexplained high blood glucose levels for the past week. The customer's most recent blood glucose reading was 590 mg/dl. The customer's health care professional felt that the insulin pump was not delivering the correct amount of insulin, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.